Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) (at 1pm). The patient manages his diabetes with insulin (via insulin pump); however, the patient did not take any action in response to the alleged power issue. According to the csr¿s documentation, as a result of the alleged meter issue the patient reportedly developed symptoms of shaking, frequent urination, and thirst approximately an hour later. Four to five hours after the alleged issue occurred, the patient reportedly obtained a result of ¿420 mg/dl¿ with another device and the patient administered 8 units of humalog insulin as self-treatment. At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time, there was no misuse of the lfs product, the patient was using the correct test strips at the time the alleged issue occurred, and the subject meter¿s batteries did not need to be replaced. The alleged meter issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.